Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels reported. The customer reported installing new batteries on the insulin pump but they were not lasting very long. The customer also reported a failed battery test from the insulin pump during normal use. Troubleshooting was not done because the customer did not have a new battery. A new battery cap for the insulin pump would be shipped out to the customer to rule out any possible issues with the battery cap. No additional information was provided.